Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented in office with a non functional inflatable penile prosthesis (ipp). The patient was brought to the operation room for replacement surgery. At that time it was appreciated that the outer layer of silicone had torn. The whole system was replaced without incident. There was no patient harm, no further intervention required.